Event description:
It was reported that during an unknown procedure, can't apply clips securely when ligating internal mammary artery (ima). Unknown if another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that one el5ml device was received in good visual condition. The device was cycled, fed and formed the remaining clips within manufacturing specifications and then, the device locked out as intended. Possible causes of the reported malformed clips might be excessive twisting or torque of the device jaws when positioning or firing of the device, excessive side load applied to the jaws causing them to partially collapse or pushing with excessive force on the proximal end of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.